Manufacturer narrative:
No device and/or additional information is available for evaluation. Internal review of the reported event isolated the reported issue to complaints initiated from one same site. Additional training was completed by the site. To date, the center has had no subsequent issues. Based on available information, cause of the low flow could not be definitively determined.

Event description:
It was reported that during perfusion there was diminished arterial flow and impacts to venous outflow in the right lobe of the liver. The device user (du) verified that the flow was low by using an external flow probe to directly measure arterial flow. The du noted that the new cannula in the disposable set was much less forgiving in terms of its placement in the hepatic veins. After the liver was transplanted, the patient experienced significant graft injury with necrosis and early allograft dysfunction resulting in prolonged hospitalization and acute kidney injury.

Manufacturer narrative:
The root cause investigation of the reported event is in progress and additional details are being sought from the device user. A supplemental report will be submitted once additional information is available.

Event description:
It was reported that during perfusion there was diminished arterial flow and impacts to venous outflow in the right lobe of the liver. The device user (du) verified that the flow was low by using an external flow probe to directly measure arterial flow. The du noted that the new cannula in the disposable set was much less forgiving in terms of its placement in the hepatic veins. After the liver was transplanted, the patient experienced significant graft injury with necrosis and early allograft dysfunction resulting in prolonged hospitalization and acute kidney injury.